Event description:
It was reported: "pt has postoperative stiffness and rom 85 degree." Additional information indicated that the pt underwent manipulation under anesthesia on (B)(6), 2010.

Manufacturer narrative:
The following other devices were listed in this report: series 7000 standard tibia: cat# 7115-0007; lot mhk4xe. Nrg knee cr nrg bearing insert size: cat# 82-2-0712; lot 30280101. It cannot be determined which, if any of these other devices may have caused or contributed to the pt's stiffness. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information was requested. If device or additional information becomes available, it will be submitted in supplemental report.